Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using a 31g x 5 mm bd ultra fine¿ insulin pen needle, the needle broke off in the consumer¿s abdomen. Consumer¿s wife was able to remove the needle with clippers. Consumer reported he was going to follow-up with physician to examine large bruise. No additional medical information provided.